Event description:
It was reported that intermittent malfunction alarms occurred. The customer reverted to multiple dose injections for insulin therapy, and a replacement pump was sent. There was no reported adverse impact to the customer¿s blood glucose level.